Event description:
It was reported that the vns epilepsy pt was admitted to a psychiatric hosp due to a psychotic episode. While at the hosp, it was reported that the pt has been constantly seizing for eight hours. The treating physician believed that the seizure activity was directly related to the pt's non-conformance to the prescription medication regimen, and not related to vns therapy. However, the physician's assessment of the relationship of the psychotic episode to vns is not known. Attempts to obtain add'l info from the treating physician are underway.